Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were used. During the procedure the physician experienced difficulty during the transseptal crossing. The first transseptal did not cross. Then the physician exchanged for the was and had difficulty and could not cross the septum with it. The was was removed and the septum was re-crossed again, but the wire that maintained access was pulled and transseptal access was lost. The physician attempted for the third time to cross the septum and was successful. After crossing the septum, it was noticed that the patient was in an rapid atrial fibrillation rhythm. The physician elected to perform a cardioversion on the patient. The physician was able to get access to the appendage and position the was in the laa. The closure device met release criteria and was successfully implanted in the laa. After the completion of the procedure an effusion was identified. It was further reported that this effusion seemed to grow a little in size. A pericardiocentesis was performed. The patient is now doing fine and has recovered with no consequences.